Event description:
On september 5, 2007, hill-rom, inc. (Distributor of medical device) informed millennium medical products, inc. (Manufacturer of medical device) of the following incident. On or about 2007, hill-rom, inc. Was notified by rep. A patient was injured on her face during a lift and transfer because the unit's legs were not fully open and spread, as required. The patient was immediately seen by a physician and given pain medication and ice packs to relieve swelling. Hill-rom, inc. Repeated its in-service staff training to reiterate the importance of proper operation of the unit, especially fully opening and spreading the legs prior to operation. Cause of incident is user error.